Event description:
Following a diagnostic procedure, an angio-seal device was placed; however, hemostasis was not achieved with the device. Protamine sulfate (35 mm) was given to the pt in order to reverse the pt's previously administered anticoagulation with heparin (dosage unknown). Manual pressure was held for 10 mins, and hemostasis appeared to have been achieved. One hr post device deployment (and 15 mins following removal of the device tension spring), bleeding was noted from the puncture site. A femostop device was placed for a duration of two hrs, and hemostasis was achieved. The physician noted that multiple sheath exchanges and past procedures may have caused or contributed to this event. He also theorized that the puncture site may have become too large for the collagen to seat snugly against the arteriotomy, and that bleeding was then able to occur around the collagen. Following this procedure, the pt was noted to have no hematoma or bruises, and to have good pulses. The pt was later discharged with no sequelae.